Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a stem fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was able to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. X ray review was performed by an external surgeon confirmed the femoral stem was fractured and noted that patient bone quality was average and noted to be adequate. Signs of osteolysis were noted. Good distal fixation was confirmed. Radiolucencies were confirmed. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip revision due to stem fracture. An accidental fall was reported when walking that caused right thigh pain, swelling, limited activity. Attempts have been made and no further information has been provided.